Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced low blood glucose of 39 mg/dl and customer passed out. Customer also had blood glucose of 73 mg/dl and sensor glucose was 40 mg/dl. Customer was using automode during low blood glucose event and customer was treated with glucose tablets. Customer declined to troubleshoot the low blood glucose. Insulin pump will not be returned for analysis.